Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat pelvic organ prolapse, urinary incontinence, cystocele, rectocele, and urethral hypermobility. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, chronic pain with sitting and standing, urinary retention, urinary leakage, urgency frequency with urination, chronic abdominal cramping, difficulty bowel movements, mesh erosion, protrusion, pungent vaginal odor, and discharge. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to pain and erosion of dual vaginal sling. No additional information was provided. (B)(4).